Manufacturer narrative:
The insulin pump was minor scratched lcd window, cracked lcd window, cracked case at the display window corners and cracked reservoir tube lip. The drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump had loose drive support cap. The customer's blood glucose level at the time of incident was unknown. The customer was advised the pump would be replaced and returned for analysis.